Manufacturer narrative:
After further review section has been corrected accordingly. After further review of additional information received the following sections have been updated accordingly. (B)(4). No, other, device was disposed by site - not returned to manufacturer. (B)(4). The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. It was reported events of power consumption and random beeps with power switching. Two batteries were not returned for evaluation. Review of the receiving inspection records confirmed that the associated devices met all requirements for release. Failure analysis could not be performed as the units were not returned for analysis. Additionally, log files that cover the reported event date were not available for analysis.  Applicable risk documentation and experience with events of power consumption and random beeps with power switching were considered; events involving panasonic batteries that rapidly discharge are most often attributed to soldering or welding defects and events of beeps and power switching are most often attributed to communication errors between the controller and batteries. Heartware has opened an internal investigation to address communication errors between the controller and batteries. Applicable risk documentation and experience with events of power consumption and random beeps with power switching were considered; events involving panasonic batteries that rapidly discharge are most often attributed to soldering or welding defects and events of beeps and power switching are most often attributed to communication errors between the controller and batteries. Heartware has opened an internal investigation to address communication errors between the controller and batteries. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Device was disposed by site.

Manufacturer narrative:
Other device involved in this event: (B)(4) - battery / catalog number 1650 / expiration date:03/31/2017. Not returned to manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient complains of batteries not lasting 4-6 hours and random beeping with multiple battery change outs. It was stated that there were no consequences to the patient but that the patient was annoyed. It was further stated that the batteries were taken out of service and disposed of. No additional information available.